Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon mention what tissue layer the monocryl suture was used on? Did the surgeon mention if the sutures were placed interrupted or continuous? Did your surgeon provide the monocryl product code in your operative note? What date did you begin experiencing symptoms after the procedure? Can you describe all of your symptoms of reaction? What was your surgeon opinion regarding the symptoms? How was the allergic reaction diagnosed? What testing has been performed to diagnose the reaction? Can you explain "were frictions in the right breast halos and it was necessary to be given three stitches and in the left breast, 7 stitches."? What date was the additional suturing performed on? What was the "rejection in the extension of the right breast."? What date was the micro surgery performed on? What was the surgeon opinion of the causative factors to the reaction 4 weeks post op? Please provide your age, weight (bmi) and height at the time of this surgical procedure. Can you provide us with a brief medical/surgical history? Do you have any photos of the reactions for review?

Event description:
It was reported by the patient that the patient underwent a breast reduction procedure on (B)(6) 2016 and the suture was used. Following the procedure, the patient experienced allergic reaction to the suture and the allergy was diagnosed by surgeon. There was a rejection of the surgical thread, which slowed a post-surgical recovery. The patient reported that there were frictions in the right breast halos and it was necessary to be given stitches in the left breast and later there was another rejection in the extension of the right breast. As per the patient, a micro surgery was performed because it had already had previous stitches in the local of allergy and they had to be re-opened. The allergy persisted and it was necessary to remove a piece of the suture and replace with other suture. It was also reported by the patient that at the time, because of allergy, the patient could not return to work activities. At the moment, the patient is recovering from a microsurgery made on (B)(6) 2016 due to the allergy and experienced limited movements of arms for forty six days after the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4) surgical procedure/suture removal. Concomitant medical products: 240ml; silimed poliuretan hi maximun. Additional information was requested and the following was obtained: did the surgeon mention what tissue layer the monocryl suture was used on? Subcutaneous. Did the surgeon mention if the sutures were placed interrupted or continuous? Continous. Did your surgeon provide the monocryl product code in your operative note? No. What date did you begin experiencing symptoms after the procedure? 20 days after surgery. Can you describe all of your symptoms of reaction? Redness, pain and dehiscence. What was your surgeon opinion regarding the symptoms? Allergic reaction to monocryl how was the allergic reaction diagnosed? Clinically by the surgeon. What testing has been performed to diagnose the reaction? None. Can you explain were frictions in the right breast halos and it was necessary to be given three stitches and in the left breast, 7 stitches.? Because of the dehiscence at inverted t scare. What date was the additional suturing performed on? First on (B)(6) 2016 (resuture) and 2nd on (B)(6) 2016 (review, replace of the breast implants and removing of previous monocryl sutures). What was the rejection in the extension of the right breast? What date was the micro surgery performed on? On (B)(6) 2016. What was the surgeon opinion of the causative factors to the reaction 4 weeks post op? Allergic reaction against the suture. Please provide your age, weight (bmi) and height at the time of this surgical procedure. (B)(6). Can you provide us with a brief medical/surgical history? The patient has no relevant antecedents, deny previous allergic reactions, and she was submitted to breast reduction surgery (inverted t technique), with breast implants (240ml; silimed poliuretan hi maximun). Do you have any photos of the reactions for review?